Manufacturer narrative:
(B)(4). Upon explant and return, the device will undergo detailed analysis to determine root cause.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the local representative. Based on discussions with the physician, the patient elected not to have the device replaced despite the occurrence of the low voltage alert and boston scientific's recommendation for device replacement. The patient currently resides in a nursing home and is not pacemaker dependent. The physician and patient are aware that both bradycardia and tachycardia therapy may be compromised as early as 28 days from the date the alert was identified and a memory upload was performed to determine the estimated longevity.

Event description:
--

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) in (B)(6) 2014. The patient was seen in-clinic for a scheduled in-clinic device check and upon device interrogation, an alert (code#1003) was displayed. Ts discussed the issue and recommended that the device should be explanted. A memory upload was performed and sent to boston scientific for analysis. A review of the stored data found that a low voltage fault was declared in (B)(6) 2013. The voltage is currently 2.885 volts and therapy delivery is unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. Using historical daily battery voltage measurement data, the estimated daily device power fluctuations were estimated. To date, the current appears steady; however, this behavior may change unpredictably. At this point, the battery does have a significant reserve capacity. The data indicates that there is sufficient reserve for the device to maintain normal therapy functions for 28 days' time. Boston scientific received information that this patient has been scheduled for device replacement.